Manufacturer narrative:
The device was returned to edwards for evaluation; however, the evaluation is not yet complete. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the edwards field clinical specialist that after the transapical deployment of a 26mm sapien valve the delivery system balloon was being deflated and blood appeared in the atrion indicating the balloon had ruptured. Reportedly the balloon rupture was not witnessed at the time the balloon was being inflated. It was reported the rupture may have occurred once the full volume of the atrion had been pushed into the balloon. There was no injury to the patient due to the balloon rupture. The procedure was completed and the patient left the room hemodynamically stable.